Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing stretched out due to a cartridge adhesive failure when the customer pulled the pump out of their pocket. A new cartridge was loaded and insulin deliveries were successfully resumed. Blood glucose level was 193 mg/dl.